Event description:
Procedure: gastrectomy. Reportedly, the device did not activate initially, but the surgeon managed to activate it. It was used to coagulate properly. After a small amount of bleeding (less than 50cc) occurred so ligation was used to treat it.